Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off several times by itself during a patient event. The customer advised that when any button other than the 12 lead button was pressed, the device would power off. They were able to complete the call by pressing only the 12 lead button when it was needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate losses of power. Physio replaced the power pcb assembly and the battery wire harness assembly, and battery pins. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery power cable assembly and the power pcb assembly. The excessive wear can cause an increased impedance path along the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop triggers the power fail detector circuit of the device. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off several times by itself during a patient event. The customer advised that when any button other than the 12 lead button was pressed, the device would power off. They were able to complete the call by pressing only the 12 lead button when it was needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.